Event description:
It was reported the patient experienced a shocking or jolting sensation while stimulation was turned on. The day prior the patient had been getting shocked and was unable to turn the device off. The patient had an issue making adjustments with the antenna attached. The patient had an appointment the next day. Three days later it was reported that an impedance check was run and all impedances were in the normal range. The patient's device was reprogrammed. After the reprogramming, the patient attempted to simulate what had caused the shocking, but no movement had caused a shock. The patient was no longer feeling any adverse effects. The patient was getting adequate coverage of painful areas. The next day it was reported that the patient still had issues regarding the patient programmer and making adjustments. It was stated that the patient had not complained of any shocking or jolting. The shocking had normally occurred at night in bed when the patient had moved his neck.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).